Event description:
The patient was wearing a pod on the abdomen for between 4 and 24 hours prior to seeking medical attention. The patient experienced persistent hyperglycemia, with blood glucose levels up to 569 mg/dl, and symptoms including dizziness, blurred vision and ringing in the ears. Despite multiple correction boluses, glucose levels remained elevated and unresponsive. Emergency medical services were contacted, and the patient was transported to the hospital. The diagnosis provided was hyperglycemia. Treatment included intravenous fluids and insulin injections. The pod and sensor were removed, and the patient resumed insulin injections. The length of hospitalization was about 15 hours (including overnight observation).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.